Event description:
The manufacturer received information alleging a ventilator's led bar malfunctioned. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's system board was replaced to address the issue.